Manufacturer narrative:
The device was returned inside the carton. The plunger lock and lens stop had been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger fully advanced outside the nozzle tip. No damage was observed. The lens was not returned. The returned device matched the provided photo. Product history records were reviewed and documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified viscoelastic was used. The root cause could not be determined. The specific issue was not provided. The company device was returned without the lens. No damage or abnormalities were observed. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of faulty. Additional information was requested.